Event description:
It was observed during the device evaluation that the forceps channel of the cysto-nephro videoscope was perforated. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation the perforation in the forceps channel compromised the device's seal, preventing it from maintaining proper tightness. Olympus will continue to monitor field performance for this device